Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided. The event is being reported on 0009613350-2017-00968.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient was indicated for revision approximately five years post-implantation due to left hip pain,loss of mobility, instability and elevated metal ion levels. Xray images showed lucency, no gross loosening. MRI images taken on (B)(6) 2012 indicated osteolysis of the proximal femoral component, degeneration of gluteal tendons, fluid collection posterior to the greater trochanter. No fractures, tear, loosening, bursitis or pseudotumors were reported.

Manufacturer narrative:
(B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant products: unknown cup, unknown head and unknown stem. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04213, 0001822565-2017-04215 and 0001822565-2017-04218.

Event description:
It was reported that the patient has been indicated for revision due to left hip pain, instability and elevated metal ion levels approximately five years post-implantation.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient's left hip was revised approximately ten years post-implantation due to pain,loss of mobility, instability and elevated metal ion levels. Medical records noted grayished bursa, joint fluid, gross loosening, corrosion around the trunnion, anterior-inferior lysis. Patient stated that the cup was completely detached from the bone.